Manufacturer narrative:
Loose wiring.

Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v/power fail condition. The customer did not report the occurrence during any previous usage. There was no patient involvement and no patient harm reported. The service technician reported finding loose wires to the power supply. The service technician tightened the connections to address the finding. Performance verification testing was completed and testing passed per operating specifications.